Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/28/2020. Corrected information: b, h1: additional information was received that this device was not involved in the event. Therefore, this medwatch report will be voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported: "during an unknown surgery, sutures broke." Please clarify: how many suture broke during the procedure? The sales rep reported 8 devices. What was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. What is the name and date of the procedure? No further information is available. What is the event date? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2020-05318, 2210968-2020-05319, 2210968-2020-05320, 2210968-2020-05322, 2210968-2020-05323, 2210968-2020-05324, 2210968-2020-05325.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During the surgery, the suture broke. There were no adverse patient consequences reported.